Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon catheter caused a coronary sinus dissection. It was noted that flow was maintained, and the procedure continued as planned. No further patient complications have been reported as a result of this event.